Event description:
Plaintiff's attorney reports surgery was performed for bilateral lumbar diskectomy at the l5-s1 level and a decompression of the s1 nerve roots. The pituitary rongeur broke and became dislodged in the intervertebral disk space along the s1 vertebral body. The surgeon attempted to perform a right sided disketomy in an effort to dislodge the rongeur but it was not successful. This reportedly resulted in damage to spinal canal; muscles; tissue, and nerves; resulting in inter alia; nerve damage; and complications.